Manufacturer narrative:
Update: the previously applied conclusion code has been replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient¿s withdrawal, nausea, and increased pain were resolved. It was clarified that the pump would not be returned to the manufacturer as the facility required the patient to sign a permission form to release the device to the manufacturer, and the patient had not signed the form. It was indicated that both the surgeon and patient¿s managing physician were aware of the circumstances.

Manufacturer narrative:
Product event summary #(motor stall, symptoms) investigation summary - it was reported that the patient had heard a beeping sound for a few weeks but thought it was something in the house. Refer to event summary below regarding confused with other alarms. Last night ((B)(6) 2018) she thought the beeping was coming from the pump. A motor stall seen at initial interrogation. The pump status and/or event log indicated a motor stall occurred. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The company representative was contacted to investigate the cause of the motor stall. The company representative clarified that the motor stall did not recover, and the patient experienced some nausea and increased pain. The company representative also clarified that the cause of the motor stall was not determined. A consumer later reported that the patient was having withdrawal when they heard the beeping and the pump was later replaced. The patient's withdrawal, nausea, and increased pain were later further clarified via follow-up with a company representative as having been resolved. The device was not returned at the time this investigation was completed and no analysis could be performed. It was clarified that the pump would not be returned to the manufacturer as the facility required the patient to sign a permission form to release the device to the manufacturer, and the patient had not signed the form. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. See pr1485 - pump motor corrosion and wear. The supporting information includes the report of a motor stall having been seen at initial interrogation and the motor stall had not recovered. The root cause, if available, is documented in the referenced investigation record. (Confused with other alarms) investigation summary - it was reported that the patient had heard a beeping sound for a few weeks but thought it was something in the house. Last night ((B)(6) 2018) she thought the beeping was coming from the pump. Refer to event summary above regarding logs having revealed a motor stall. As the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The company representative was contacted to investigate the cause of the patient having heard their pump alarming for a few weeks, but thought it was something else. The company representative clarified that the cause was not determined. The device was not returned at the time this investigation was completed and no analysis could be performed. It was clarified that the pump would not be returned to the manufacturer as the facility required the patient to sign a permission form to release the device to the manufacturer, and the patient had not signed the form. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The cause of the patient having heard a beeping sound for a few weeks, but thought it was something else in their house was not reported to the manufacturer and was unable to be obtained through follow-up requests. As follow-up con firmed the cause was not determined and no device was received for analysis, the most likely cause of the issue cannot be determined. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient called and stated that the pump had no medication in it and it was still alarming. Patient wanted to know for how long will it alarm for. Patient services suggested patient called hcp and requested to have rep in the area paged, request to meet with the patient at a clinical setting to have the pump alarm turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving fentanyl with concentration 500 mcg/ml at a dose rate of 166.77 mcg/day and compounded baclofen with concentration 1000 mcg/ml at a dose rate of 333.5 mcg/day via an implantable pump for spinal pain. It was reported that the patient had heard a beeping sound for a few weeks but thought it was something in the house. Last night ((B)(6) 2018) she thought the beeping was coming from the pump. A motor stall seen at initial interrogation. The pump status and/or event log indicated a motor stall occurred. The patient did not recently have magnetic resonance imaging. No electromagnetic interference (emi) or magnetic interaction with the pump had occurred. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was also having withdrawal at that time when they heard the beeping ((B)(6) 2018). The patient had the pump replaced on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Update: the type of report was updated from being reportable malfunction to now a reportable serious injury regarding additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The motor stall did not recover, and the physician placed the pump to a minimum rate on (B)(6) 2018. The pump replacement steps were started. The cause of the motor stalls was not determined. The cause of the patient having heard their pump alarming for a few weeks but thought it was something else in their house was not determined. The issue had not been resolved. The patient experienced some nausea and increased pain. The patient¿s weight was unknown. Once the pump replacement is scheduled the device was to be returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.